Event description:
A 5200-30mm physio ii annuloplasty ring in the mitral position was explanted at implant due to a leak. The received operative report states,"a 30 mm annuloplasty ring was placed. [The surgeon] closed the left atrium and excised the left atrial appendage with a stapler and then deaired the patient. [The patient] was weaned from cardiopulmonary bypass. The proximal anastomosis was done with the aorta clamped. [The patient] had a large calcified plaque in the ascending aorta. At this time a transesophageal echocardiogram was carried out. There appeared to be a fairly significant leak around the annulus and mid-portion of the posterior leaflet. The patient was placed back on bypass. [The surgeon] opened the left atrium and put a stitch in the area [the surgeon] thought was doing the leak and it looked very good grossly to the naked eye. [The surgeon] then closed the atrium again and came back off bypass and there still appeared to be a significant leak. [The surgeon] then put the patient back on bypass, opened the atrium and replaced with valve with a 29 mm pericardial tissue valve."

Manufacturer narrative:
Additional manufacturer narrative: the hospital histology department indicated the ring has been discarded.

Manufacturer narrative:
Method: (B)(4) other = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The intraoperative echocardiogram and subject device have been requested, but not yet received. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
The received echo report stated that "after the initial mv annuloplasty, there was significant residual mitral regurgitation. So a mv replacement was performed." The post operative echo indicated that the prosthetic mitral valve appears to open well.